Manufacturer narrative:
Product analysis conclusion; the reported fractured endoanchor was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and any anatomical characteristics that may have contributed to the event e.g. Calcification. Angiograms showing the endoanchor implantation in the patient were also not provided for analysis of the interaction with the stent graft. It is likely that the endoanchor interacted with a stent strut during deployment in the patient, leading to a fabric tear and type iiib endoleak. While the endoleak is most likely a type iiib, it is also possible that the acute contrast blush observed may have been a type IV endoleak cause by fabric porosity. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the still film provided; thereby, making determination of the endoleak difficult. Although the second piece of the fractured endoanchor could not be observed on the film provided, it is possibly free in the patient or lodged in the heli-fx device. The device is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted in an endurant stent graft. It was reported during the index procedure, while implanting the 2 endoanchor the applier made a strange noise. This occurred during the first touch of delivery button and thesound lasted longer than normal. When the sound ended the first green arrow light was noted to be flashing. As the endoanchor was in the desired position a second attempt to implant was performed. It was noted the engine was continuously running and at this point it was observed that the applier with the endoanchor attached and the deflecting catheter had become hooked with the endograft. The deflecting catheter started to rotate and following the rotation movement of the endoanchor the applier suddenly stopped and a noise was heard. It was suspected the endoanchor had broken. The applier and guide were removed and a control angio ran which identified a tear in the endograft causing a type iiib endoleak. An aortic cuff was implanted and the endoleak was confirmed as resolved. The physician opted not to implant any further endoanchors and completed the procedure. It is unknown if any part of the broken endoanchor remains in the patient. It was reported the patient was discharged 3 days post the index procedure. Per the physician the endoanchor hooked the peak of the stent graft wrinkling the endograft resulting in the type iiib endoleak. No additional clinical sequelae were reported and the patient will be monitored.